Event description:
Catheter of venous access port broke off port at collar and traveled to heart. This is the second pt this has happened to in the hospital involving the same arrow low profile port. This is the second report involving a second pt.